Manufacturer narrative:
The computer was replaced for issue resolution.

Event description:
Site reported during surgery, the system became very slow. After a reboot the system stopped with an error message. The surgeon decided after the error to discontinue the use of the system. No impact on pt outcome reported.